Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and watchman laa closure device & delivery system (wds) were used. The patient developed effusion 1hour after procedure was aborted. The patient was tapped and 650cc of blood was drained. The patient remained in stable condition.